Manufacturer narrative:
On 7/15/2019 (B)(4) was sent a legal complaint for patient (B)(6). Legal complaint cites that on (B)(6) 2017 x-rays of patients right knee showed that the polyethylene insert component of the consensus implant had failed and become dislodged from the tibial tray. No evaluation has yet been performed due to explant not being returned and no x-rays provided.

Event description:
On (B)(6) 2017 x-rays of patients right knee showed that the polyethylene insert component of the consensus implant had failed and become dislodged from the tibial tray.